Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during refilling the heater. The registered nurse (rn) stated the hc had run out of solution. The rn stated they disconnected and reconnect a bag and the hc was still alarming. The technical service representative (tsr) asked the rn if they disconnect the heater bag and connected a new bag to the heater. The rn stated yes. The tsr explained that baxter did not recommend disconnecting the bags once they had been connected. The tsr explained the rn could have added a bag to the supply line. The tsr explained the alarm to the rn. The rn stated they made sure it was a sterile connection. The rn asked if they could add a bag to the hc. The tsr stated that baxter did not recommend that, so they would recommend to end therapy. The tsr stated it was the rn choice if they decide to continue. The tsr stated they still recommend the rn end therapy for the patient?s safety. The rn stated they would contact the doctor. The tsr assisted with troubleshooting and recommended the rn end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance has made multiple unsuccessful attempts to reach the rn.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was for use error was confirmed: the nurse disconnected and replaced a single solution bag during therapy. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.